Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and found code 139 in the logs three times. The fse re-seated the power management board and the executive processor board to the backplane, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that a high pitched squeal occurred randomly with the cardisoave intra-aortic balloon pump (iabp). It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.